Manufacturer narrative:
A replacement power supply was sent to the customer. Upon receipt of the product on (B)(4) 2014 an evaluation was done on (B)(4) 2014 showing that the housing was breached, exposing internal electronics, which is a safety risk. This issue was a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. A visual examination of the power supply revealed the transformer housing is breached, exposing inner electrical circuitry. A visual examination of the cord revealed exposed wire. The power supply was not able to be plugged in for testing because the pcb is disconnected from the transformer. Resistance across the dc plug was measured at 0.753m ohms, which indicates that there is not a short in the dc cord.

Event description:
The customer originally reported to customer service on (B)(4) 2013 that her pns would not power on with her transformer. Upon receipt at medela on (B)(4) 2014, the transformer was inspected and found to be breached, which is a safety risk.